Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible under delivery anomaly not confirmed. Pump received with scratched case. Pump received with pillowing keypad overlay.

Event description:
Medtronic received information that possible under delivery anomaly occurred. There was no adverse impact or consequence reported as a result of this event.